Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during implant attempt, the lead was unable to advance down the lateral left ventricular vein possibly due to patient anatomy. Another lead was attempted and was also unable to advance. The leads were replaced. No patient complications have been reported as a result of this event.